Event description:
It was reported that during implant attempt, the lead was kinked and would not pass through the introducer. The lead was not implanted and there were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.